Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, staples would not hold. The surgeon finished the procedure with manual sutures. There were no adverse consequences to the patient.